Event description:
The ge oec 9800 fluoroscopy system a reported anomalous shut down. Facility reported aberrant power down and severe storms in the area of the facility the day of the reported malfunction.

Manufacturer narrative:
A ge oec service representative was notified of the issue. The facility stated there were electrical storms in the area the day of the power failure and the system failure appears to be related to facility power interruption or surge. No further service entries are noted. Assume system resolution without fse mitigation. Issue related to facility power issues. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.